Event description:
The company was informed that the pt was experiencing intermittencies, sound quality issues, and pain during stimulation. External equipment was exchanged however, this did not resolve the issue. The pt's device has been explanted. The pt was reimplanted with another cochlear device.